Event description:
It was reported that a pump would power on and then power off without user input. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval could not confirm that the pump would power on and off without user input. A review of the device history log confirms that the pump alarmed for a system error 601, which instructs the user to restart the device. Further eval found this alarm to be caused by a failed processor printed circuit board. The processor periodically performs a cyclic redundancy check (crc) on regions of flash memory; if the calculated check value does not match the stored check value, the pump will alarm system error 601. The failed processor printed circuit board was replaced.